Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that on initiation blood oozed out of insertion site. When IV was flushed with saline, saline oozed out of insertion site. When syringe was pulled back on to test for blood return syringe filled with air. IV immediately removed from patient, catheter intact. IV left attached to the saline lock and saline flushed as a test over biohazard waste container and there is a leak at the connection of the hub and IV catheter. Impact of incident: the patient was subjected to second IV poke/insertion.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be performed.